Event description:
It was reported there was damage to the ventricular socket. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle connector is broken. Analysis also found the control knobs are contaminated. Two side bail covers, ring cover, and lower case are broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.